Manufacturer narrative:
H3 other text : product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: a result in the "70's mg/dl range" and 120 mg/dl.